Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented front cover stained and has multiple chips out of it, plate clip cracked, line cord discolored, lcd (liquid crystal display) has liquid crystal leakage, corroded quick connect, pole clamp discolored, water tank cover has small crack in upper right hand corner. The customer stated problem was duplicated. Replaced faulty pump. Replaced pcb (printed circuit board), quick connect, water tank cover, dual thermistor for corrosion, plate clip, line cord, front cover, pole clamp. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 1 year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump not working per customer. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.